Event description:
Procedure type: tap transabdominal preperitoneal. According to the reporter: during single incision surgery-tapp. The valve of 5mm trocar fell into abdominal cavity. The surgeon retrieved the valve and finished the surgery. There was no tissue loss, no tissue damage, and no blood loss. No patient injury was reported. No additional information available at this time.

Manufacturer narrative:
(B)(4).